Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all station was still on disconnected mode and server take time to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all the stations were on disconnected mode. A technical support specialist referred to knowledge article (ka) - resolved issue - nonspecific resolution, and hospital information technology team (hit) acknowledged the details provided. The tss informed hospital information technology team (hit) to coordinate with the server administrator to bring the enterprise server online and reestablish the connection. Hospital information technology team (hit) confirmed they would have the server administrator check the enterprise server and ensure it was back online. The customer later confirmed functionality, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.